Event description:
Boston scientific crm received info from the pt that she was experiencing "thumping" on her right side. The pt also experienced problems getting the pii to come through, and one of the bsc lcs consultants assisted the pt. During the discussion, they noted that the p-waves were low, and a chest x-ray revealed an atrial lead dislodgement. It was concluded that the atrial lead dislodgement was causing the thumping. The pt is scheduled for a lead revision, and it was reported that the local sales rep (sr) was aware of the situation and has seen the pt.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.